Event description:
Pt in or the day of the event for laparoscopic gastric bypass, roux-en-y. During the surgery the ethicon stapler misfired leaving a hole in the stomach. The stapler had fired correctly prior to this during the procedure. The surgery was converted to an open procedure. A 1.5cm opening in the stomach was found. The stomach was closed, the procedure was completed. The pt was taken to pacu stable.